Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) battery was in overdischarge. There were no contributing factors identified. The patient needed an MRI, but the ins had been dead for about two months. The rep started a trickle charge which was successful and instructed the patient to charge her battery to 100%. It was noted that the rep would clear the power on reset (por) when ready for MRI. The issue was noted to be resolved at the time of the event, surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated.